Event description:
It was reported that the patient presented to the hospital for a lead extraction procedure. Device interrogation during follow-up in the clinic revealed that the right ventricular (rv) lead exhibited a decline in pacing impedance, an elevation in capture threshold, and oversensing noise noted in multiple electrograms (egms). During the procedure, the physician noticed insulation damage under the suture sleeve of the rv lead. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of "suspected insulation breach", low pacing lead impedance, inadequate capture threshold, and noise oversensing were confirmed. Only the distal portion of the lead was returned in one piece for analysis. Visual inspection found an external abrasion breaching the outer insulation proximal to the ring electrode consistent with friction to another implanted device or feature of the patient anatomy. The outer coil was found to be exposed at that region. The cause of low pacing lead impedance, inadequate capture threshold, and noise oversensing was due to the exposure of the outer coil at the abrasion zone.